Event description:
It was reported the patient presented in clinic for follow up. The pacemaker could not be interrogated and did not have any magnet response. It was discovered the patient was experiencing bradycardia. The physician suspected the pacemaker battery was prematurely depleted. The pacemaker was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of inability to interrogate, no magnet response and premature discharge of battery were confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated normal current drain. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.